Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction code 4. The customer's blood glucose level was 200 mg/dl. The customer was to use insulin injections to manage diabetes.